Event description:
Was bathing pt in the shower room on north station. The shower bed was against the foot of tub so user could have access to the shower hose and pt. During the bath user bent down to get the hose to rinse pt off; at that exact time pt turned to her left side causing her right leg to go over the rail. User tried to secure her but the bed tilted by the momentum of her leg going over the rail causing pt to fall to the floor. The side rails never came down. We called the MFR for ideas to prevent this from happened again. The MFR suggested straps that they have to go on the shower bed. The straps are not shown in the book nor are they standard with the bed.